Event description:
The customer reported that the system powered off during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to duplicate the issue. A tech reported that the system may have been unplugged causing the shut down. The system was tested and found to be working as intended and put back in service.